Event description:
Encore was notified of a revision surgery for a tibial insert. The MFR, brand name, catalog number and lot number of the original device(s) is unk.

Manufacturer narrative:
Encore has attempted to obtain additional info on this complaint. A supplemental MDR will be submitted if additional info is received. Until such time, encore considers this the final report.